Manufacturer narrative:
(B)(4). Investigation of this event is ongoing.

Event description:
As reported by the clinical specialist, during the deployment of a 23mm sapien 3 valve the delivery system balloon ruptured, roughly 1 second after the balloon had reached full inflation. Bulky calcium was noted during case planning in the stj which extended into the upper portion of the sinuses. Upon removal of the delivery system it was noted that the location of the rupture was at the proximal end of the balloon, which was consistent with the location of the bulky calcium. There was no patient injury as a result of the balloon burst.

Manufacturer narrative:
The edwards commander delivery system was returned to edwards lifesciences for evaluation. Upon visual inspection, a radial and longitudinal burst was confirmed. The balloon did not appear to be missing pieces. No other abnormalities were noted on the device. Due to the condition of the returned device and the nature of the issue (burst balloon), no relevant functional testing could be performed. The balloon single wall thickness was measured at three locations along both sides of the tear for a total of six measurements. The balloon single wall thickness at all six locations were found to be within specification. The complaint for ¿balloon-burst¿ was confirmed based on the condition of the returned device. Evaluation activities documented no evidence that supports that a product non-conformance of IFU/training deficiency contributed to the complaint. Based on available evidence, it was found that patient factors, such as calcification, can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the patient anatomy can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The event description stated that ¿bulky calcium was noted during case planning in the stj, which extended into the upper portion of the sinuses. Upon removal of the delivery system it was noted that the location of the rupture was at the proximal end of the balloon, which was consistent with the location of the bulky calcium.¿ no manufacturing non-conformances could be identified. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance was the source of the complaint. Since no non-conformances or IFU/training inadequacies were identified, no corrective or preventative action is required at this time.